Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag console failed its yearly functional checkout. The console's main power switch did not function. No patient was involved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console main switch assembly not functioning was confirmed. A review of the downloaded centrimag console log file spanned approximately 7 days (12feb2025 ¿ 14feb2025, 21feb2025, 21mar2025, 24mar2025, and 25mar2025 per time stamp). There were multiple power cycles observed. There was no motor connected to the console at the time of the event. There were no notable alarms active in the log file. The returned centrimag console, serial (B)(6), was evaluated at the service depot. The returned console underwent a functional checkout, and it was noted that it would not power on. Power was cycled multiple times and each time the console would not power on. The console was further inspected and it was found that its main switch assembly was not functioning. The main switch assembly was replaced which resolved the issue. The console was then functionally tested and passed all tests. The main switch assembly was forwarded to ppe for further analysis. Visual inspection of the returned main switch assembly revealed no anomalies. The assembly was connected to a known working test fixture, and it was intermittently able to turn on/off the test console. Atypical events and alarms were not produced throughout ppe testing. The switch resistances were inspected and when the button was pressed, the resistance was measured to fluctuate from 0.4 to 100 ohms instead of the expected 0.2 ohms. This increased resistance was the cause for the intermittent power issue. A root cause for the reported event was an inconsistency with the main switch assembly. The root cause of this inconsistency was not conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual section 4 ¿ "warnings & precautions" states that one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedimag pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.